Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.9 inr/2.9 inr caller states the blue top tube was only filled 2/3 full. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.